Event description:
It was reported that during use the right atrial (ra) lead, left ventricular (lv) lead and right ventricular (rv) lead exhibited increase in pacing thresholds. It was also reported that the ra lead exhibited high thresholds and suspected undersensing. The ra lead, lv lead and rv lead remain in use. It was noted patient entering palliative care and the device will be turned off. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Concomitant medical products: dtma2qq crt-d, implanted: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.